Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass tip was protruding from the metal cap, indicating a glue failure occurred. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber broke down in the middle of the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber broke down in the middle of the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.